Event description:
It was reported that the pressurewire x - wireless device would not equalize during the procedure. Therefore, the device was removed and the procedure was completed with another pressurewire x - wireless device. There were no adverse patient effects and no clinically significant delay in the procedure. Device return analysis revealed that the proximal male connector area and microcable(s) were separated 6.8cm distal to the proximal end of the pressure wire. The corewire was pulled out (separated) from within the proximal male connector area. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported event of faulty pressure registration could not be confirmed. The results of the investigation were inconclusive. Functional testing and electrical testing could not be performed due to the guidewire fracture at the male connector area of the guidewire. There is no information reported that indicates the fracture occurred during the procedure. It was likely that the fracture occurred during post-procedure handling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported faulty pressure registration. It may be possible that procedural contaminants/contrast on the pressure sensor membrane contributed to the reported pressure registration issue; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.